Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The device was electively explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The device was in triad configuration. Boston scientific technical services (ts) discussed on testing the integrity of the system through commanded synchronized shock. Attempts to obtain additional information were unsuccessful. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information indicated that the physician brought the patient in and performed several painless shock impedance tests and all measurements were recorded to be approximately 120 ohms. Also, the physician had decided to extend the duration of the counter to 5 seconds and continue monitoring the patient.

Event description:
Additional information was received that subsequent out of range measurements continued to be observed. The local area sales representative indicated that the physician elected to continue to monitor the patient. No adverse patient effects were reported as a result of this clinical observation.